Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, at the time of ligating the cystic duct, the clips were not able to load properly into the jaws of the device. A new device was used to resolve the issue and complete the case. There was no patient injury.